Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Due to the patient's anatomical structure, the lead was implanted in multiple target vessels during the surgery. The lead could be rotated and fixed smoothly during implantation; however, high pacing thresholds and phrenic nerve stimulation were noted in multiple locations. The lead was pulled out and while attempting other target vessels, the helix was found to be slightly deformed though it could be used normally after slight shaping by the surgeon. The lead was finally abandoned because there was no suitable target vessel, not because the lead was damaged and could not be used. It could not be determined if the deformation occurred during the implant or removal process a left bundle branch lead was subsequently implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead helix was damaged and the lead could not be used. No patient complications have been reported as a result of this event.